Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d6b, d8, h2, h3, h4, h6, and h10 the device evaluation found a flare, smear, or haze on the image and was likely due to failure of charge-coupled device unit or image sensor. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
During an asset return loaner inspection, it was found that the device exhibited poor quality image. There was no patient involvement on this reported event. No harm reported.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.